Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 270 mg/dl. Troubleshooting found that the customer did not rewind the pump and placed the reservoir in the pump while connected and not rewound. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies were noted. The insulin was monitored for 24 hours and no unexpected bolus delivery anomaly was noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
The pump passed the delivery accuracy test.